Event description:
The customer complained that the cam has been detached, valve was no longer programmable. After explantation the surgeon flushed the valve and pressed the prechamber and the cam went back in the correct position. The customer would like to know how the cam is fixed on the spring.